Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation was made based on the received information. On-site investigation was performed by the field service engineer. According to the inspection, the filter holder, inspiratory pipe, tube, expiratory pressure transducer tube, and the pressure transducer printed circuit board (pcb) were replaced. The pressure transducer (pcb) was replaced due to pressure differences. After the replacement, the ventilator passed the pre-use check and was released for clinical use. No logs have been received and we have therefore not been able to verify the internal leakage test failure during pre-use check. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The root cause to the reported issue could not be established by this investigation as the replaced pressure transducer pcb and the inspiratory pipe were not returned for further investigation and were kept by the customer.

Event description:
Manufacturer's ref: #(B)(4).